Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following precautions to avoid the inaccurate flow rate: "caution: do not aspirate urine through drainage funnel wall. Visually inspect the product for any imperfections or surface deterioration prior to use. Single patient use only. Do not reuse. Do not re-sterilize." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter would not drain. Complainant alleged that in order to get the foley to drain, the patient was turned side to side and constantly repositioned. No patient injury was reported.